Manufacturer narrative:
B.5 section has been corrected since laboratory report was not provided to livanova. H.10: through follow-up communication livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 1.5-3 meters from the surgery field. No additional information is available on this specific case and the root cause could not be determined.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.